Manufacturer narrative:
Patient weight unknown/ not provided. Device lot number unknown/ not provided.

Event description:
It was reported that the screw portion of the locator abutment (loa004) was fractured. Doctor was able to remove the fractured screw.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). A good faith effort was made to obtain investigation results from the manufacture of the device but no results were provided. If any results becomes available at a later date from the manufacture a supplemental medwatch 3500a will be submitted.